Event description:
Customer reported a button error on her insulin pump. The numbers are scrolling when programming a bolus delivery. Customer changed her battery and reservoir, and during priming the device alarmed. Customer's blood glucose is 150 mg/dl. There were no significant events leading to the alarm. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump alarmed during the prime test due to moisture damage on the force sensor. All buttons functioned properly. No damage on the keypad noted. No unlocked keypad connector or unexpected numbers ramping up noted during testing. The pump did have a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, and scratched reservoir tube window.